Event description:
The hcp reported the pt presented with a large rash around the pump pocket site. The pt was treated with IV antibiotics, IV steroids, biopsy, and allergy testing. The pt is reported to have recovered without sequela.